Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: battery compartment was cracked in two places: below bumper pad and between bumper pad and top. Battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. No damage or peeling to keypad. Ok key is intermittently responding, contrast, down and up keys are working. Removed the keypad, no evidence of contamination under key contacts. Ok button has contact defect - contact cracked.